Event description:
Per the audiologist, the pt was attacked and knocked out in 2003. Since that incident, the pt reported no sound when using the cochlear implant system. The pt discontinued using the device. The results of an integrity test done in 2007 was consistent with normal receiver/stimulator function with anomalies in three electrodes. Deactivation of these electrodes was recommended. The pt's device was explanted in 2008, and the pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.